Manufacturer narrative:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.the results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.